Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A caller reported encountering a signal loss therefore, the sensor failed to alarm when the customer was hypoglycemic. The customer experienced a loss of consciousness. The customer had contact with a healthcare professional who administered glucose via IV for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.